Event description:
It was reported that the patient was experiencing pain at the implantation site, in the right gluteal region. The device was surgically relocated to the right anterior abdominal wall. The event was resolved without sequelae.

Manufacturer narrative:
Product ID 377875 lot# v021281 serial# implanted: (B)(6) 2007 explanted:; product type lead; product ID 377875 lot# v021281 serial# implanted: (B)(6) 2007 explanted:; product type lead; product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product type recharger; product ID 37742 lot# serial# (B)(4) implanted: (B)(4) 2007 explanted:; product type programmer, patient. (B)(4).